Event description:
Without magnet: surface ECG shows atrial and ventricular pacing at the lower rate with atrial capture and ventricular fusion. With magnet: no output from the pacer and an intrinsic rate of 43 were observed. Suspect lead problem.